Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG signal) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the u500 dsp was defective. The cause of the inabliity to recognize an ECG signal and the incoming test failure is the defective u500. The root cuase of the defective u500 cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not recognize an ECG signal.